Event description:
The consumer reported five (5) false negative result with the binax now covid-19 antigen self-test. This report addresses test two (2) of five (5). The consumer reported a false negative result with the binax now covid-19 antigen self-test performed on (B)(6) 2022 on a nasal swab. Confirmation testing via an unknown pcr platform performed on (B)(6) 2022 generated positive results. The consumer was symptomatic with a cough and headache. The consumer confirmed there was no patient harm due to the test results. Additionally, the consumer confirmed there was no delay or impact in the patient treatment.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please reference MFR report numbers 1221359-2022-03201 through 1221359-2022-03205.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.